Manufacturer narrative:
Unable to prime the insulin pump during prime test due to loose/flush drive support disk. No alarms noted. The insulin pump was received with scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed during prime and rewind process. The customer's blood glucose reading was 29mmol/l. Troubleshooting was performed, and the drive support cap was sticking out. It was stated that while on call, the customer pushed back the drive support cap in the insulin pump. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.